Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient is unable to see at distance and intermediate. It was also reported that there was a lens malfunction. Post implantation of approximately eighteen months, the iol was exchanged with a monofocal lens as a secondary procedure. Additional information was requested.